Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, the sureform 60 stapler was not opening properly and lagging after working properly at first. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter informed the product had been sent in, but they were unable to provide any additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green 45 reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The stapler jaws opened as expected after firing. Review of msc and dsp logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The complaint was not confirmed by failure analysis.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler instrument was analyzed and the complaint was not confirmed by failure analysis. There were no signs of physical damage on visual inspection. In the unclamped state, the stapler channel sprang open and passed recognition and engagement tests. The grips opened and closed properly and the instrument had full range of motion in all directions. The instrument initialized, clamped, fired and unclamped without any issues. The cut-line was smooth and consistent with no jagged edges or tears observed. All staples were deployed and correctly formed and the stapler jaws opened as expected after firing. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the instrument log was performed. Per the review, the following was confirmed: system serial # (B)(6), device material 480460-09, lot# k15240613-0415, and event date 12-sep-2024. The instrument was last used on 12-sep-2024 on system (B)(6). Image(s) and/or video clip(s) associated with this reported event were not submitted for review. In addition, DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage or functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.